Manufacturer narrative:
(B)(4). A photograph of the sample was received and the evaluation is complete. During visual inspection, a split on the aluminum foil was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the foil for a minicap was broken. This was found before use. There was no patient involvement. No additional information is available.